Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient experienced upper and lower receding gums caused by clear aligners. Doctor advised patient to stop treatment.